Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable was connected and sterilized as one piece with hemopro2 adaptor. Hospital has been re-educated on sterilization of product. No patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 11/20/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Both connectors were observed to be intact and attached to the cable. A connection test was conducted. A reference device, reference adapter was attached to the device and attached to a reference power supply. The test was conducted 3 (three) times with no visual or physical difficulties. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply emitted an audible beeping sound and the evh tool produced steam and heat during 5-second activations and shut off when the toggle was released. A poly fuse electrical test was performed. The evh tool shut off power to the heater after 5-10 seconds of activation periods. And activated again by manipulating the toggle switch after a resting interval of about 10-15 seconds. Based upon the received condition of the device, it is not possible to confirm the reported complaint as there was no device malfunction. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable was connected and sterilized as one piece with hemopro2 adaptor. Hospital has been re-educated on sterilization of product. No patient involvement